Event description:
It was reported that during the fill tubing step the ilet user advanced (B)(4) units without seeing drops, and upon removing the cartridge from the pump insulin leakage was observed. The user disclosed they routinely attached the connector to the cartridge before inserting it into the pump and received education on the correct sequence to prevent leaks. No reported symptoms or clinical effects. Outcomes included no reported impact to health, no alerts or alarms, and no hospitalization. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed an infusion set connection issue resulting in a leaking cartridge due to incorrect assembly sequence, which was resolved after instruction on proper attachment. It was concluded, based on previously established findings for similar reports, that the cause was user technique.